Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. Pre-dilatation was completed with a different device. A 10.0 x 20, 75cm mustang balloon catheter was advanced for post-dilatation. However, on the second inflation at 10 atmospheres the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.